Manufacturer narrative:
Initial reporter name and address: full name of the establishment is (B)(6). Device inspection and evaluation found the unit does not boot up properly due to a faulty main board (failure of the pressure sensor). The k connector was found deformed and leakage coming from the first regulator unit (safety valve) was determined. Furthermore, the following findings during inspection were noted on the device: front panel found broken and needs to be replace dent on s unit need to be replace. Damper found broken and needs to be replace. Screw cannot remove from manifold unit and need to be replace. Flat cable found rusty needs to be replace. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
During device return inspection with no complaint from the customer, service repair found that the equipment does not boot up properly due to faulty main board (pressure sensor). In addition, the k connector was found deformed and a leakage was observed coming from the first regulator unit (safety valve). There was no patient involvement on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, (1) for the phenomenon ¿k-connector deformed¿, the cause of the fault could not be identified since further information was not available. (2) the phenomenon ¿the device does not start properly¿ was determined to have been caused by a faulty main board. (3) the phenomenon ¿leaking from the first regulator unit¿, the fault could not be identified since further information was not available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.